Event description:
Intra-aortic balloon was inserted under fluoroscopy. The pumped alarmed "kinked" and augmentation was lost. The pt's leg was repositioned and augmentation resumed and was excellent (the pt was very balloon dependent). The pt was a dnr status and expired sometime later that shift. No signs of balloon perforation were present (no blood noted in extracorporal tubing and augmentation was good other than time noted above). After the pt expired, dry powdered blood clots were noted inside the balloon catheter.